Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that during the insertion "resistance was felt when advancing the balloon over the spring wire guide." As a result, the insertion could not proceed and the md "had to change to a new catheter to solve the problem."